Event description:
It was reported that sheath leak occurred. The patient was presented with coronary artery disease (cad). A 1.75mm rotapro was selected for percutaneous transluminal coronary intervention (ptci). It was noted that the sheath leaked rotaglide fluid while attempting to cross a calcified lesion. The procedure was completed with another device. There was no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). Furthermore, the sheath was torn and leaked saline. The patient was stable after the procedure.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that sheath leak occurred. The patient was presented with coronary artery disease (cad). A 1.75mm rotapro was selected for percutaneous transluminal coronary intervention (ptci). It was noted that the sheath leaked rotaglide fluid while attempting to cross a calcified lesion. The procedure was completed with another device. There was no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). Furthermore, the sheath was torn and leaked saline. The patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: inspection of the device found that there were numerous kinks to the sheath and at 11.3cm proximal from the tip of the sheath, the sheath was worn. The rotapro device was tested by connecting to the saline infusion line. There was no irregularity detected as saline was able to exit the sheath tip and wept from the bottom of the advancer as intended without issue, resistance, or irregularity. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of device damaged [sheath torn, fluid leak] was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: a review of the device history record [DHR] shows that the device was manufactured per specification, and no evidence suggests device misuse to the device instruction for use (IFU). Per IFU 51436240: saline flows through the advancer and sheath and exits from the sheath tip. The seals of the advancer are designed to slowly weep saline. The saline should be pressurized with an IV pressure bag to ensure steady infusion against arterial pressure. Recommended pressure is 150mmhg to 200mmhg. There is no evidence to suggest device misuse to the IFU, and the device record review shows that the device was manufactured to product specification. Therefore, based on returned device analysis and the successful functional testing, the investigation conclusion code for this complaint was considered no problem detected. Product analysis failed to confirm the reported events as there was no tear detected to the sheath, and during testing, saline was able to exit the sheath tip and wept from the bottom of the advancer as intended without issue, irregularity or resistance. Analysis confirmed that there were numerous kinks to the sheath and the sheath was worn indicating rotation occurred. Based on the reported information and the damages present to the device, it was considered likely that the damages occurred due to factors encountered during the procedure. Therefore, the cause code of adverse event related to procedure was used for these damage types.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that sheath leak occurred. The patient was presented with coronary artery disease (cad). A 1.75mm rotapro was selected for percutaneous transluminal coronary intervention (ptci). It was noted that the sheath leaked rotaglide fluid while attempting to cross a calcified lesion. The procedure was completed with another device. There was no patient complications reported.